Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels. Bg values not provided. Reportedly, the customer believed elevated bg was due to the pump; however, specific cause was not clarified. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.